Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that after troubleshooting the dimension exl 200 instrument, the customer observed falsely depressed sodium (na), and calcium (ca) results on one patient sample and falsely depressed sodium (na) and potassium (k), results on another patient sample. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced sample tubing, aligned all probes, ran quality control (qc) and patient samples, which recovered acceptably. The cause of the falsely depressed sodium (na), calcium (ca), and potassium (k) results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer observed falsely depressed sodium (na), and calcium (ca) results on one patient sample after troubleshooting the dimension exl 200 instrument. The erroneous results were reported to the physician(s), who questioned the results. Additionally, the customer observed falsely depressed sodium (na) and potassium (k) results on a second patient sample. The erroneous results of the second sample were not reported to the physician(s). The customer did not provide the initial and repeat results for this sample. The samples were repeated on an advia 1800 instrument from an alternate lab facility. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na, k, and ca results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00057 on 07-feb-2024. Additional information (14-feb-2024): prior to obtaining the erroneous results, the customer observed that liquid leaked on the end of the sample probe. The customer tightened and aligned the sample probe. After addressing the leak, the customer observed low patient results. Siemens evaluated the event and concluded that the sample probe tubing leakage, which resulted in insufficient aspiration of the sample and was resolved by the activities mentioned in the initial report, potentially contributed to the event. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.